Manufacturer narrative:
Twelve dsa images were provided by the customer for evaluation. Native still images and right ica dsas showed the broken eric (distal wire marker and 4 spheres proximal to the distal wire marker spanning from proximal a2 to the right a2/a1 junction), with no filling of the right ica beyond the acom/distal right a1 segment and poor leptomeningeal collaterals from the right mca. The cause of the eric fracture was not seen on the provided images. The investigation of the returned device found the distal laser weld of the proximal sphere to be intact, despite the separation of the distal spheres. Based on the intact laser weld, it is probable that the dumbbell connecting the first and second spheres failed. However, as the dumbbell and distal four spheres were not returned for evaluation, the investigation could not determine if a condition existed that would have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that during a retrieval maneuver using an eric device, the spheres were reported to break. Four spheres including the radiopaque distal tip remained within the vessel. The spheres could not be retrieved. The patient was reported to expired. Additional information indicated: the device remained at the transition from right a1 to a2 segment.

Manufacturer narrative:
Updated section a3: patient sex. A follow-up report is being submitted as microvention received information from the operative report, and provided the following information outlined in that medical record: patient information: gender- female. Date of death- (B)(6) 2022. Cause of death- the records reflect the patient died as a result of the stroke she had suffered. The patient¿s diagnosis as outlined in the medical records: exitus letalis after right-sided medial infarction. Etiology: a.e. Cardioembolic in atrial fibrillation without oak. Nihss on admission: 11 (5¿15 = moderate stroke). Systemic lysis therapy with rt-pa on (B)(6) 2022 mechanical recanalization on (B)(6) 2022, intraprocedural avulsion of stent retriever with consecutive a1/a2 occlusion on the right side cct with cta on admission: prox. M2 occlusion on the right, incipient demarcation, preserved medullary cortical differentiation, much tissue at risk cct (B)(6) 21:00 h: right hemisphere swollen. Anamnestic heart failure current: echo cardiographically at most slightly reduced lv function, lv hypertrophy, higher grade aortic valve stenosis, higher grade ti in pulmonary hypertension, right heart failure. Acute-on-chronic renal failure. V.a. Relative adrenal insufficiency during cortisone therapy epicrisis. The records also summarized the following medical course: on the morning of admission, the patient was found by her relatives with a new onset of dysarthria, a tendency to fall to the right and a gaze turn to the left and was brought to our hospital by ambulance. Immediate cerebral imaging revealed a right-sided medial infarction with proximal m2 occlusion. Systemic thrombolysis was indicated, as well as interventional treatment with thrombectomy due to the large tissue-at-risk area. Mechanical recanalization was primarily successful, but intraprocedural rupture of the stent retriever occurred with consecutive occlusion of the right anterior cerebral artery (a1/a2 occlusion). Post interventionally, the patient was intubated/ventilated and transferred to our intensive care unit in need of catecholamines. Cct follow-up on the evening of the day of admission revealed right-sided swollen brain relief. The records also outlined that in view of the infauste prognosis, the therapy goal was changed in the further course with the aim of palliation. The relatives were able to say goodbye at the bedside. The patient died on (B)(6) 2022 at 02:10 o'clock as a result of the stroke she had suffered. Note- the recently received patient information will be reported in a supplemental report.